Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They¿ve been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
The sales rep reported that the perforator failed to disengage and plunged into the dura causing a nick.

Manufacturer narrative:
The product is not available for evaluation, as such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject devise was not reported; therefore, it is not possible to evaluate product and determine the root cause of this complaint or review the lot history records. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed. Should the product be made available at a later date, this complaint will be re-opened and an investigation will be performed. Device not returned.

Event description:
Additional information stated: 10/15 customer called and requested that the medical record number be removed. The customer was contacted again on 1/7/14 regarding product return and did not respond. It appears that the product is not available for evaluation